Manufacturer narrative:
No button error alarm was noted on the insulin pump. However, the action button did not respond due to a flattened button dome switch. The lcd keypad connector was not unlocked. The displacement, basic occlusion, occlusion, prime, and excessive no delivery tests could not be performed due to the button keypad anomaly. No moisture damage was found on the electronics and motor. The pump was also received with minor scratches on the display window, cracked casing at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump sometimes alarms with button error and that the buttons were hard to push. The patient's blood glucose at the time of incident was about 300 mg/dl. The most recent button error occurred during a bolus attempt. Troubleshooting was initiated for the button error alarm and keypad anomaly. The mother mentioned that her daughter wears the pump in her bra and that the unit may have been exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.